Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for a motor error during a set change. The insulin pump had not been dropped or bumped or exposed to a strong magnetic field or MRI. The blood glucose reading was 7.3 mmol/l. Nothing further was reported.